Manufacturer narrative:
Batch review performed on 07 july 2022: lot 2108196: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved in the event, batch review performed on 07-jul-2022: reverse shoulder system 04.01.0225 long humeral diaphysis - l200 - 7 (k192967) lot. 1900937. Lot 1900937: (B)(4) items manufactured and released on 19-july-2019. Expiration date: 2024-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had primary surgery of medacta products on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a loose humeral component and the cause is unknown. The surgeon revised the diaphysis, metaphysis, and liner. The surgery was completed successfully. The patient had a previous revision surgery of competitor's products: reverse 6+ years post primary that was missing a large portion of the proximal humerus. Presently, on (B)(6) 2022, the patient came in reporting pain due to a dislocation of the liner from the competitor glenosphere and stem loosening. The surgeon removed the reverse liner, metaphysis and stem and implanted an anatomic metaphysis, double eccenter and humeral head. The surgery was completed successfully.